Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was being performed when the issue occurred and was completed by restarting the system with a delay of less than 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform exposures. Upon troubleshooting, the fse found that the system was hanging due to ippc issue. The cause of the ippc failure was not conclusively determined by the supplier's part analysis. However, to resolve the issue, the fse replaced ippc and hard drives, reloaded operating system and application and finally recreated image store. Following the replacement and repairs, the system restored its functionality. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information obtained, the procedure remained unaffected, the procedure was completed after restarting the system with a minor delay. The procedure was finalized with a minimal delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.